Manufacturer narrative:
(B)(4). The customer returned one cartridge of 51114v vlock ml clip 6/cart 14/box for investigation. No clip applier was returned. The cartridge was visually examined with and without magnification. Four intact clips , one broken clip, and one broken hook half were remaining in the cartridge. No defects or anomalies were observed on the returned cartridges. Functional inspection was performed on the returned clips. A lab inventory clip applier was used. All clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without detaching. R & d was consulted regarding this issue. Per r & d, the root cause for the two broken clips could not be determined as this is the first confirmed complaint for this issue. The supplier (robling medical) was also consulted regarding this issue. Per robling medical, the clip vendors reviewed materials used, equipment/tooling, production practices, and inspection data. No applicable findings could be identified. A device history record review was performed and no relevant findings were identified. The instructions for use informs the user, "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." The reported complaint could not be confirmed. The customer returned one cartridge with 4 intact clips, one broken clip, and one broken hook half. Upon functional inspection, the clips could be loaded into the jaws of a lab inventory applier and were able to properly close onto over-stressed surgical tubing without breaking. A DHR review was performed with no evidence to suggest a manufacturing related issue. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned for investigation. Since all clips latched without breaking, the complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: reports from the operating room that the clips come unlocked during testing. No patient has been involved.

Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.